Event description:
It was reported that a revision surgery was performed on the patient due to dislocation. No additional details of the revision surgery reported. Three explants reported. No delay or additional injuries reported. A back up device was available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event is already reported on MDR 1020279-2019-01164, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.